Manufacturer narrative:
In response to FDA report number: mw5097232. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, burning sensation, concern with textured implant, "discomfort," ¿capsule contracted," baker grade unknown, "fluid out from around it," ¿paranoid about it all¿ and ¿seriously concerned that it's either cancer or breast implant illness.¿

Event description:
Patient reported pain, burning sensation, concern with textured implant, "discomfort," ¿capsule contracted," baker grade unknown, "fluid out from around it," ¿paranoid about it all¿ and ¿seriously concerned that it's either cancer or breast implant illness.¿ patient also reported "¿unable to breathe regularly,¿ this event is not related to the device. Device remains implanted. This record is for an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Pt additionally reported complaints as left side and that device has been explanted.